Event description:
A perceval valve was implanted in a patient with a severely calcified bicuspid valve. Concomitant CABG was performed. Post-operative paravalvular leak was identified and tee/CT was performed to assess the root cause. It was reported that an attempt was made to not oversize the valve, but that this may still be the case. The patient eventually underwent a tavi and the paravalvular leak was resolved. No other information was provided.

Manufacturer narrative:
As the device was not explanted, and the serial number remains unknown, no investigation can be performed at this time, and the root cause cannot be confirmed. However, based on the physician's judgement, it is possible that over-sizing may have contributed to the reported event. Furthermore, it should be recognized that the perceval IFU includes a precaution, stating that "data from clinical or in vitro testing are not available to establish the safe use of the perceval valve in patients with congenital bicuspid aortic valve. Therefore, careful consideration of its use is recommended in such cases, especially when the depth of the 2 sinuses in the lvot is unequal." It is therefore also possible that the patient's anatomy may have contributed to the reported event.

Manufacturer narrative:
Device disposition not presently known.

Event description:
A percival valve was implanted in a patient with a severely calcified bicuspid valve. Concomitant CABG was performed. Post-operative pvl was identified and tee/CT was performed to assess the root cause. It was reported that the event may be attributable to over-sizing, although care was taken to size the valve correctly. No other information was provided.